Event description:
It was reported that the patient was experiencing pain in the apical area of the heart post implant. The right ventricular (rv) lead exhibited rising/high thresholds. It was thought a perforation may have occurred but was unable to be confirmed via echocardiogram or computed tomography (CT). A lead revision was completed and the lead was moved from the apex to a septal position and remains in use. No further patient complications have been reported as a result of this event.